Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he no longer uses the insulin pump. A year prior to calling, the customer was hospitalized for a low blood glucose incident. He had lost 80% of his eyesight and accidentally gave himself too much insulin. The customer experienced delirium as a symptom of their hypoglycemia. His blood glucose value at the time of incident was 0 mg/dl. The customer cited his poor eyesight as the primary cause of the hospitalization and stopped using the insulin pump for that reason. The customer currently treats with injections and another company's sensor. Troubleshooting was declined. The insulin pump was not returned for analysis.